Event description:
It was reported that the device was alarming cassette not attached. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing found that the downstream occlusion (dso) sensor was stuck at 134mv due to fluid ingression. The dso sensor was replaced, along with the dso seal and dso bezel.